Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure the extractor rx retrieval balloon ruptured. The extractor rx retrieval balloon was being used in the bile duct. The balloon came in contact with a stone and ruptured. The device was removed from the pt intact and the procedure was completed with another of the same device. There were no pt complications as a result of this event.